Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic esophagectomy, while on resection of azygos, the first firing was completed, but when the release was attempted to be performed, the knife stopped in the middle. The display of the power handles showed power handle errors (without shell), and alarm kept ringing. All the buttons had no response. When the reported product was replaced to another power handle, release was able to be performed. The surgical time was extended by less than 30 min. There was no patient injury.